Event description:
It was reported that the patient called stating that the voltage on the device had "dropped since april" and that "maybe the lead has moved". Follow up information indicated that there was oversensing on the atrial channel due to a far field signal being sensed and that the ventricular thereshold was somewhat elevated. There was no problem with the patient at this time and nothing needed to be done. The device and two leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.